Event description:
It was reported that the lead triggered a lead integrity alert due to oversensing of electromagnetic interference. It was also reported that the patient felt a "tingle" each time they were by the sink. It was further reported that the non-sustained tachycardia episode with noise correlated with the time the patient was at the kitchen sink. Follow up information revealed that the issue was possibly due to the kitchen sink not being grounded properly. The lead had normal functions and remains in use with no medical intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with three ventricular non-sustained tachycardia episodes equal to 120 ms between (B)(4) 2012.